Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023 on (B)(6) 2024, the physician did a normal endoscopic examination for balloon removal, and it was found that the balloon migrated through the patent system. A full CT scan of the stomach was performed, and the balloon was not found in the small intestine, or in the abdominal organs, the physician had confirmed that the orbera had passed with the stool. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a010402 is being used to capture the reportable event of migration. Device code a1401 is being used to capture the reportable event of deflation. Impact code f2203 is being used to capture the reportable event of imaging required.